Event description:
It was reported that during a distal pancreatectomy procedure, the surgeon used the device to free the greater curvature of the stomach. The instrument was used to coagulate and cut the short gastric vessels. Three days after the operation, the stomach contents were observed. The pt had an additional procedure and was found to have an otomy in the stomach at the area of the application of the harmonic device. The otomy was 8mm in diameter. The damage was to all layers of the tissue. It appeared to be thermal damage. There was no ischemia or inflammatory response in the stomach wall art of the otomy.

Manufacturer narrative:
Date sent: 11/04/08. Info anticipated, but unavailable at this time.